Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports no fluoro and no table movement during a cysto with stent placement. Staff was able to complete the procedure without fluoro. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated and found the k1 relay sticking and also found sedecal console display screen was blank after power up. Fse replaced the k1 relay and the sedecal console and verified proper operation per the hydravision dr service checklist qssrwi4.1. The unit passed checkout procedures and was returned to service.